Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, he noticed a piece of wire remaining in his abdomen. The pt reported that he used tweezers to remove the wire protruding from the insertion site. Pt reported no pain, itching or irritation at site. Pt believes the entire wire was removed and that there is nothing remaining under his skin. He stated that he is in good condition.